Event description:
The manufacturer became aware of a study from sapienza university of rome, italy. The title of this report is ¿terrible triad of the elbow: is it still a troublesome injury¿ which is associated with the stryker variax hand locking plate system. Within that publication, post-operative complications/adverse events were reported which occurred between 2008 to 2013. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses radial head malunion, p/s stiffness (case 16). The study states: ¿following the first operation, five cases of elbow stiffness (2 mixed and 3 extrinsic contractures) were observed (cases 2, 3, 4, 9 and 16) in 3 cases, both planes of motion were involved: [¿] in the remaining fifth patient (case 16) severe stiffness involving the p-s plane alone was observed. The patient with radial head malunion (case 16) underwent open debridement and radial head resection.

Manufacturer narrative:
Correction to d1 (unknown description), h6 patient code.

Manufacturer narrative:
This complaint has been reported during a literature review performed by the post market surveillance group. The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from (B)(6) university of (B)(6). The title of this report is ¿terrible triad of the elbow: is it still a troublesome injury¿ which is associated with the stryker variax hand locking plate system. Within that publication, post-operative complications/adverse events were reported which occurred between 2008 to 2013. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 6 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses radial head malunion, p/s stiffness ((B)(6)). The study states: ¿following the first operation, five cases of elbow stiffness (2 mixed and 3 extrinsic contractures) were observed ((B)(6)) . [¿] in 3 cases, both planes of motion were involved: [¿] in the remaining fifth patient ((B)(6)) severe stiffness involving the p-s plane alone was observed. [¿] the patient with radial head malunion ((B)(6)) underwent open debridement and radial head resection.